Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was received for evaluation. Temperature test could not be performed as the device was received in a non-functioning condition; motor seized. Motor, bearings, and parts were replaced due to corrosion. The device was tested to product specification and returned to the customer. The most likely root cause is related to wear and tear of the device.

Event description:
The device was returned for repair with report of "overheating" which was identified prior to use during set up. Another device was used for the case. There was no impact to the patient or the user